Event description:
It was reported that patient was experiencing leakage due to artificial urinary sphincter (aus) balloon was not working. Balloon was explanted and replaced. No adverse patient effects.